Event description:
It was reported that lead dislodgement was observed due to twiddlers syndrome. The lead was explanted. Patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.